Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit corrected the problem by replacing the recorder board and updating unit's software. The unit was safety tested to factory specifications.